Manufacturer narrative:
Date of event: used the first date of the aware date month as no information was provided.

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii des drug-eluting stent was selected for use; however, a defect was found on the distal part of the stent. No patient complications were reported.